Event description:
During a follow-up, episodes of noise which resulted in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.